Event description:
It was initially reported that a pt presented different settings than what was intended. The pt had fallen, hit her head, and had a cat scan. The setting change was observed after the cat scan. The settings prior the cat scan were 1.5/20/250/30/1.8 and during a recent office visit, the settings were found to be 1/20/500/30/60 indicating that a faulted systems diagnostic test may have occurred. The pt did report having an increase in seizures and the relationship of the increase to pre-implant levels is unk. Device diagnostics were performed at a later date which indicated normal device function. (B)(4) attempts to obtain additional info have been unsuccessful to date.